Manufacturer narrative:
No blood loss nor medical intervention. A gambro tech evaluated the machine and could not duplicate the reported condition. The gambro tech ran through the prime and setup, put into simulated run and changed blood pump flow from 150 down to 80 and several increments in between, status screen always reflected correct value as set on flow rate screen. The co is aware of this machine malfunction 'incorrect flow rate' and is working on corrections.